Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient orders not shown up on station for multiple users tried login and unable to see patients' orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient details were not showing up. The technical support specialist (tss) checked the patient details on the server and found that the previous agent had incorrectly entered the patientid into the electronic protected health information (ephi) field. The patient was successfully located using the order number, and their status was confirmed as discharged. The order remained visible under the patient¿s orders list. The system functioned as intended after the technical support specialist (tss) investigated the issue.